Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the recipient underwent a revision surgery due to a skin flap breakdown and extrusion of the device through the skin. Reportedly the recipient wears a CPAP mask, which might contributed to the observed issue. In addition the implant housing migrated from its intended position. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
The user was explanted due to skin flap degradation and extrusion. Anterior migration of receiver stimulator was reported. Cellulitis of skin overlying magnet was reported.

Event description:
The user underwent revision surgery due to skin flap degradation and extrusion. Anterior migration of receiver stimulator was reported. Cellulitis of skin overlying magnet was reported. The device was repositioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent revision surgery due to skin flap degradation and extrusion. Anterior migration of receiver stimulator was reported. Cellulitis of skin overlying magnet was reported. The device was repositioned.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient underwent a revision surgery due to a skin flap breakdown and extrusion of the device through the skin. Reportedly the recipient wears a CPAP mask, which might contributed to the observed issue. In addition, the implant housing migrated from its intended position. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The device was re-positioned during revision surgery and currently remains implanted and in use. This is a final report.